Event description:
Pt undergoing elective placement of left renal artery stent for renal artery stenosis. Upon positioning stent in the left renal artery, problems were encountered with deployment of the stent and the stent became dislodged. An attempt was made to remove the loose non-deployed stent. This became lodged in the femoral artery and could not be extracted. Pt to operating room emergently for removal of stent. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)